Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. Their back had been giving them a lot of pain. The symptoms had a sudden onset. The patient¿s stimulation was all in their trunk and leg and they needed stimulation to be in their back. The stimulation had changed after the patient fell a couple of times while walking their dog. They tripped over a rock and fell on their left side. Since the fall, it was taking them 4 hours to almost fully charge whereas it took 1.5-2 hours prior to the fall. The patient also noted that when they used their patient programmer it would go blank or go back to where they had adjusted stimulation. It was thought that the patient could be using adaptive stimulation and the patient wasn¿t holding their position long enough for the new settings to take hold, but that was not clear at the time of the report. The patient noted that they thought the changes would take effect right away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient had received assistance on approximately (B)(6) 2014 but their concerns had not resolved. If additional information is received, a follow-up report will be sent.